Event description:
It was reported that customer tried putting in two sensors and bled each time. Customer reported that once the sensor was in it was not comfortable. Customer's blood glucose level at the time 80mg/dl. Troubleshooting occured and it was advised that the customer try placing the sensor in a different location. Advised sensor would be replaced. No additional information is provided.

Manufacturer narrative:
Reliability analysis not required; due to customer not returning insertion needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.